Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that when preparing the ventilator for adjuvant treatment the measured oxygen concentration was deviating from its pre-set value. After consulting the field service engineer, the oxygen sensor was recalibrated by performing a pre-use check and the fault condition was removed. The oxygen sensor is a measuring device for inspired oxygen concentration. Received device logs don't cover the reported date of event. The conclusion in this matter is that the ventilator worked according to its specification without deficiencies.